Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the 30-degree endoscope plus had jams by rotation, error 23003 displays after switch off and on the error still occurs. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the image was inverted. The event involves also a reversed control on system arms. The vision orientation did not change on its own, it occurred when surgeon wanted to change the view. The endoscope did not move freely with uncontrolled motion. In the first two cases the customer was forced to reboot the system. After that, everything was straightened out until the endoscope started to rotate. Then error 23003 occurred again repeatedly.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The unit was analyzed and the customer reported complaint of jams by rotation issue due to a missing idler gear component - flange of delrin bearing. Additional unreported findings included cosmetic damage to the endoscope, discoloration of the integrated cable connector. Also, the endoscope failed functional testing, as its measured output power during transmittance testing did not meet specification limits. The probable root cause is attributed to the missing component of idler gear.